Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked past the stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: when drawing propofol from a 20ml ampoule with a 20ml syringe, some of the drug ran down the plunger of the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 06-jun-2022. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. The product was further inspected, there was no visible damage or other defect that could have contributed to the leakage and the stopper was verified to be properly assembled on to the plunger rod. A device history review was performed for the reported lot 1711310, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed for the reported lot and no issues were identified. Based on our investigation, we cannot identify a definitive root cause at this time.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked past the stopper. The following information was provided by the initial reporter, translated from french to english: when drawing propofol from a 20ml ampoule with a 20ml syringe, some of the drug ran down the plunger of the syringe.